Event description:
The consumer reported that the toothbrush charger almost caught their house on fired. There was minor property damage with the plug being burnt. There was no report of harm.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.